Manufacturer narrative:
(B)(4). Investigation / evaluation during the course of investigation, a dimensional verification, along with a review of the complaint history, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), trends and a visual inspection of the returned complaint device was conducted. A visual examination of the returned used and damaged device noted that it was returned without the dilator. It was also noted that the flare appeared to be slightly slanted. A gauge was used to check the size of the flare, and the flare showed to be slightly smaller than allowed; however, pin gauging of the cap revealed it is within the specified tolerance. An IFU is provided is provided that instructs, "withdraw the sheath and dilator as a unit." It is also warned, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage," and the precaution, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when fit is tight." The process for fitting attachment has been validated to the minimum tensile strength requirements. Per quality control specification, it is confirmed the flare on the proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. It is also verified that the coils in the sheath continue into cap. Based on the inspection of the flare, the root cause was determined to be manufacturing related. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the health risk assessment (hra), no further action is required at this time.

Event description:
During a femoral artery access procedure, the physician noticed that the valve had detached from the main body of the sheath. The physician secured and removed the sheath. Another sheath was used to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). No known impact or consequence to the patient. The event is currently under investigation.

Event description:
During a femoral artery access procedure, the physician noticed that the valve had detached from the main body of the sheath. The physician secured and removed the sheath. Another sheath was used to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.